Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 full height and drawer 2.1 were not detected on the bus. A field service engineer (fse) reseated all pyxis bus and drawer controller cables and replaced the retractor band for drawer 2.1; after restarting the station, all drawers were detected on the bus, and the customer was able to open drawers and complete inventory without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer multiple cubies were failed and user was unable to recover it.the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.